Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the customer received an insulin flow blocked alarm. The user stated the insulin flow blocked alarm occurred before and has troubleshooted already. Blood glucose level at the time of the incident was 165 mg/dl. Troubleshooting was completed for the insulin flow blocked alarm. No harm requiring medical intervention was reported. The pump will not be returned for analysis.